Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 200 mg/dl. Customer received bolus not delivered alerts frequently and at times it took hours after the bolus was supposed to be delivered before she received the alert. Customer woke up with slightly high at 200 mg/dl and she did not eat any food and at 1.00 pm it was 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.